Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (pain). However, measurements were taken and the device was determined to be within design specifications. Patient had (moderate density) type ii bone & healthy oral hygiene. The reported device had been placed on tooth #20 for approximately 1 month. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient reports pain since the implant placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient reports pain since the implant placement. The implant had to subsequently be removed due to pain and sensitivity.